Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted with no performance allegations. The leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.